Manufacturer narrative:
Based on the limited information available for this case, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for extraction.

Event description:
On october 31, 2016, a dental professional reported the case of a patient (age and gender not provided) who required extraction of tooth #13. Based on available information, the lava ultimate cad/cam restorative for ts150 restoration was placed on (B)(6) 2015; the date of extraction and reason for extraction were not provided to (B)(4).